Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number: 00801803202 lot number:63767512 brand name: cocr heads. Catalog number:00630505032 lot number:63896295 brand name: xlpe liners. Catalog number: 00784501300 lot number:62991293 brand name: m/l taper stem. Catalog number: 00620005220 lot number:63834121 brand name: acetabular shell. Multiple reports were submitted along with this report 0001822565-2022-00883. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to dislocation approximately 4 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.